Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced falls, atrial arrhythmia and bradycardia. The right atrial (ra) lead exhibited undersensing/ no sensing of atrial activity and chronically low p waves. It was also reported that the implantable pulse generator (ipg) was pacing below the programmed lower rate. The ra lead and ipg remains in use. No further patient complications have been reported as a result of this event.